Manufacturer narrative:
The lead remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular defibrillation lead exhibited high pacing impedances greater than 2000 ohms. The daily measurements revealed an increase of the impedance shortly after the implant procedure. Sensing and pacing threshold were stable within normal limits and no episodes with inappropriate sensing were noted. No programming changes were made and the patient will be monitored closely. No adverse patient effects reported.